Manufacturer narrative:
As per tandem user guide: change your infusion set every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. Customer reported using infusion set for three days. Tandem customer technical support informed customer that using pump supplies more than 48 to 72 hour is off label per the user guide. Customer's blood glucose was 209 mg/dl.